Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator was in back-up vvi mode, due to poor communication with merlin. The patient was brought into clinic and a device restoration was performed. There were no adverse consequences to the patient.